Manufacturer narrative:
There was no reported complaint against the returned tenaculum forceps. However, intuitive surgical, inc. (Isi) performed failure analysis on the returned instrument. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. This complaint is being reported due to the following conclusion: the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
The tenaculum forceps instrument was received by intuitive surgical, inc. (Isi) along with another unrelated product. There was no reported complaint from the customer regarding the tenaculum forceps. Isi made multiple follow-up attempts to reach the customer and obtain information, however, those attempts were unsuccessful and there was no information provided. It is unknown if the customer experienced an issue with the tenaculum forceps instrument.